Manufacturer narrative:
Technician found that the head of bed will not raise or lower by use of siderail controls. Head lowers using CPR manual control. Due to the valve solenoid is at fault. Replaced head up and down valve solenoid, performed function check. Problem resolved.

Event description:
Facility requested troubleshooting and repair of bed in storage room. No pt impact. The head of bed will not raise or lower by use of siderail controls.